Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent empty cartridge alarms were received when the cartridge still had insulin. There was no impact to the customer's blood glucose level.